Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The internal circuit board temporarily malfunctioned. Other devices influenced the device. If significant additional information is received, this report will be supplemented.

Event description:
During antithrombotic therapy consortium procedure, the user found that the endoscopic image became blackout. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.